Manufacturer narrative:
No product was returned to vsi/teleflex for investigation. Additional information was requested and no response was received. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable.

Event description:
It was reported during a pci of the rca that the tip of the spectre wire broke off in vessel. Physician was unable to snare it out for removal. Remaining portion stented against wall and left in vessel. Product was discarded so there is nothing to return. No further complications were reported.